Manufacturer narrative:
This supplemental MDR is being submitted to capture additional information from a follow up, but it does not impact the investigation findings previously submitted. The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. Root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be ¿belt temperatures too low after nip roller and heated section". However, there was insufficient information to confirm this potential root cause. The DHR review could not be performed without a lot number. The labeling is found to be adequate. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient temperature (pt) was below targeted temperature (tt) in an arctic sun device. Water temperature (wt) was at 19c before calling. Patient gone to CT and came back. Nurse noted water temperatures were lower. They tried powering off and back on. Also swapped over to normothermia therapy setting. Patient temperature (pt) was 35.8c targeted temperature (tt) was 36.5c wfr 1.1 l/m. Size small pads in place. Confirmed that prior to going to CT water temperatures had been 38.9c all evening. Water temperature (wt) was now 32.4c and rising. Explained stopping therapy for procedures and powering off could cause a bit of a lag and device just needs a moment for water temperature (wt) to catch up. System diagnostics showed that the outlet monitor temperature (t1) was 35.5c, outlet control temperature (t2) was 35.4c, inlet temperature (t3) was 33.8c, chiller temperature (t4) was 4.8c, water flow rate (wfr) was 1.1 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 39 percentage, mixing pump command (mpc) was 0, heater was 56 percentage, water reservoir level (wrl) was 5, system hours were 4140.8 and pump hours were 3903.8. Water temperature (wt) was now 36.5c and continuing to rise. Advised device appears to be responding appropriately. If water temperature (wt) did not continue to increase and patient temperature (pt) increase within the next hour to call back. Per follow up information received via task on 11nov2024, spoke with charge nurse who confirmed they had to change to another set of small pads. It had been determined that during the time the patient was at CT, the pad tubing had been crushed leading to lower flow rates. After exchange, no further issue. Original set had been disposed of.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient temperature (pt) was below targeted temperature (tt) in an arctic sun device. Water temperature (wt) was at 19c before calling. Patient gone to CT and came back. Nurse noted water temperatures were lower. They tried powering off and back on. Also swapped over to normothermia therapy setting. Patient temperature (pt) was 35.8c targeted temperature (tt) was 36.5c wfr 1.1 l/m. Size small pads in place. Confirmed that prior to going to CT water temperatures had been 38.9c all evening. Water temperature (wt) was now 32.4c and rising. Explained stopping therapy for procedures and powering off could cause a bit of a lag and device just needs a moment for water temperature (wt) to catch up. System diagnostics showed that the outlet monitor temperature (t1) was 35.5c, outlet control temperature (t2) was 35.4c, inlet temperature (t3) was 33.8c, chiller temperature (t4) was 4.8c, water flow rate (wfr) was 1.1 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 39 percentage, mixing pump command (mpc) was 0, heater was 56 percentage, water reservoir level (wrl) was 5, system hours were 4140.8 and pump hours were 3903.8. Water temperature (wt) was now 36.5c and continuing to rise. Advised device appears to be responding appropriately. If water temperature (wt) did not continue to increase and patient temperature (pt) increase within the next hour to call back.

Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. Root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be ¿belt temperatures too low after nip roller and heated section". However, there was insufficient information to confirm this potential root cause. The DHR review could not be performed without a lot number. The labeling is found to be adequate. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient temperature (pt) was below targeted temperature (tt) in an arctic sun device. Water temperature (wt) was at 19c before calling. Patient gone to CT and came back. Nurse noted water temperatures were lower. They tried powering off and back on. Also swapped over to normothermia therapy setting. Patient temperature (pt) was 35.8c targeted temperature (tt) was 36.5c wfr 1.1 l/m. Size small pads in place. Confirmed that prior to going to CT water temperatures had been 38.9c all evening. Water temperature (wt) was now 32.4c and rising. Explained stopping therapy for procedures and powering off could cause a bit of a lag and device just needs a moment for water temperature (wt) to catch up. System diagnostics showed that the outlet monitor temperature (t1) was 35.5c, outlet control temperature (t2) was 35.4c, inlet temperature (t3) was 33.8c, chiller temperature (t4) was 4.8c, water flow rate (wfr) was 1.1 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 39 percentage, mixing pump command (mpc) was 0, heater was 56 percentage, water reservoir level (wrl) was 5, system hours were 4140.8 and pump hours were 3903.8. Water temperature (wt) was now 36.5c and continuing to rise. Advised device appears to be responding appropriately. If water temperature (wt) did not continue to increase and patient temperature (pt) increase within the next hour to call back.